Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn. (B)(4)

Event description:
A report was received that the patient was experiencing swelling and had an infection around the lead and ipg. The physician did not think that the infection was device or procedure related but felt that the patient was infected outside of the hospital. The patient was given antibiotics and underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing swelling and had an infection around the lead and ipg. The physician did not think that the infection was device or procedure related but felt that the patient was infected outside of the hospital. The patient was given antibiotics and underwent an explant procedure. No device malfunction was suspected.